Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf) that were possible supra ventricular tachycardia (svt). It was noted that at the time of the shock, the patient was asymptomatic and walking up a hill. The ICD remains in use. No further patient complications have been reported as a result of this event.